Event description:
Three balloons ruptured on the first inflation at approx 10 atmospheres during an iliac angioplasty procedure of an extremely calcified lesion. A fourth balloon catheter was used to successfully complete the procedure. There were no pt complications involved. The devices were destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated these devices were used in an extremely calcified lesion. Co believes the above factors contributed to this event and does not attribute it to the devices. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."